Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose on and off and there were air bubbles up to 1/2 inch in the reservoir or tubing of the infusion set. Customer stated the insulin pump was not rewound with the reservoir in place. She had primed the insulin pump and no longer saw air bubbles. The insulin had reportedly been stored at room temperature. Customer could not find tubing clamp. She stated there were no leaks. Customer was advised to change infusion set. At the time of the report, customer's blood glucose was 310 mg/dl. On (B)(6) 2014, her blood glucose had risen to 534 mg/dl, which she corrected with injections. Nothing further reported.